Event description:
A consumer whose indication for use is urinary dysfunction and gastrointestinal reported there was a change in therapy in (B)(6) 2016. The first few days had been good but then all of a sudden patient's pre-implant symptoms returned. They experience bladder gushing. There had been no falls or traumas and this was not related to positional movements. Patient had been told to not make adjustments for two weeks. Stimulation was increased to 2.1, the patient was to monitor and increase stimulation if needed to obtain greater than 50% benefit. At the end of (B)(6) 2016 the patient was to discuss symptoms, adjustments and improvements with their healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.